Event description:
During a pfa atrial fibrillation procedure, a cardiac tamponade which required surgery to repair. After an initial venography with the non-abbott device (cordis mpa2), a staining phenomenon was noted on the roof of the left atrium and during a maneuver to cannulate the right superior pulmonary veins by rotating the agilis 13f sheath and advancing the non-abbott device (guidewire by cook medical rosen) with the volt catheter balloon inside the sheath. When the tamponade was observed, a pericardiocentesis was performed but the bleeding continued so cardiac surgery was done which revealed a perforation in the left atrial roof. The patient is now stable. It is thought that the mpa2 could have been responsible to scratch the roof of the atrium after which the agilis 13f sheath could have been pushed on the scratched tissue and creating a perforation. There were no performance issues with any abbott device.